Event description:
The dentist reported that 15 days after the dental implant was installed in the intraoral region #29 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.

Manufacturer narrative:
(B)(4).